Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 96.1 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported on 2016-oct-17 that the hcp thought the existing catheter was disconnected from the pump via x-ray, but then when they did the revision today they thought it was a kink in the catheter. The catheter was then revised and the pump was replaced. It was indicated that the pump was replaced per the hcp because they did not want to have the patient go through another surgery to have that done at a later date even though no anomalies were confirmed with the existing pump. It was noted that the dose was at 422 mcg/day but was decreased to 96.1 mcg/day on (B)(6) 2016. It was indicated that the pump and catheter portion would be sent back for analysis. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-oct-17. It was reported that the cause of the catheter kink was unknown and that the pump and portion of catheter was sent to hospital pathology with the explant kit and return paperwork.

Event description:
Additional information received confirmed calculation for new catheter length and volume following a pump replacement and catheter revision. Caller stated they would call back to document issues related to pump replacement and catheter revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.